Event description:
It was reported that the device was possibly overtorqued. Additional info was requested and on (B)(6) 2014, the following was provided by the customer: the c2602 handpiece was found to be loose out of the sterile tray by the scrub tech. The sales rep checked the device and sent the handpiece back to the MFR. Additional info has been requested from the sales rep.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.